Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that it was difficult to slit the catheter and the left ventricle (lv) lead was unable to be implanted. Therefore, the lv lead was explanted and physical damage was found on the lead after flushing saline through the lv lead. The lv lead was not used. The physician continued to use second lv lead and completed the procedure. There were no patient consequences reported.